Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a right ventricular lead dislodgement occurred within approximately one month after the implant of the lead. The lead was repositioned and remains in service. The patient was reported to have been enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.